Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the safety did not work could not be confirmed from the returned sample. The safety mechanism had been activated and the needle was received fully retracted within the safety shield. No damages or abnormalities that could have caused retraction issues were observed on the returned sample. Production records were reviewed, and this batch meets our manufacturing specification requirements for the reported issue of needle retraction failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autog bc needle did not completely retract. The following information was provided by the initial reporter: safety did not work completely as expected. Additional info: 1. What was the impact to the patient? None. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.